Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -12.5/+1.0/083 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. The surgeon reports blurred vision, iris sphincter loss at 5 o'clock, heavily pigments tm, kiv explant, and irregular pupil. Reportedly the lens remains implanted.

Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
B5- per email on 23-jun-2022 the reporter stated that "there is no adverse event for os". Claim# (B)(4).